Event description:
No info was given about this complaint. This device was returned but not originally filed as a complaint. Upon inspection of the returned device it was discarded that the gold marker of the coil pusher was missing making this a MDR on 3/23/98.